Event description:
It was reported that during central processing, exposed/broken wire at the wrist of the medium-large clip applier instrument was identified. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.